Event description:
It was reported that during an unknown procedure the tissue could not be cut out after the firing and most staples were malformed. The surgeon changed hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.